Event description:
It was reported by the patient that, following his photoselective vaporization of the prostate procedure, he was experiencing pain at the head of his penis after the catheter had been readjusted by the nurse. When discharged from the hospital he was experiencing unbelievable and extreme pain at the entrance of the penis. He applied lidocaine, but it did not help much. Four to five days post-procedure, there were very few signs of blood and tissue in the urine. On (B)(6) 2024, six days post-procedure, the catheter was still very painful so it was removed. Three weeks following the procedure, there was nothing at all in the urine and the patient was very comfortable. On (B)(6) 2024, the patient was washing the windows at his house and was exerting himself. The day after, (B)(6) 2024, the patient had blood and red chunks of tissue in his urine. On (B)(6) 2024, the patient had blood in his urine again.

Event description:
It was reported by the patient that, following his photoselective vaporization of the prostate procedure, he was experiencing pain at the head of his penis after the catheter had been readjusted by the nurse. When discharged from the hospital he was experiencing unbelievable and extreme pain at the entrance of the penis. He applied lidocaine, but it did not help much. Four to five days post-procedure, there were very few signs of blood and tissue in the urine. On (B)(6) 2024, six days post-procedure, the catheter was still very painful so it was removed. Three weeks following the procedure, there was nothing at all in the urine and the patient was very comfortable. On (B)(6) 2024, the patient was washing the windows at his house and was exerting himself. The day after, (B)(6) 2024, the patient had blood and red chunks of tissue in his urine. On (B)(6) 2024, the patient had blood in his urine again.